Event description:
Patient said she fell asleep about 3 hours ago and just woke up to occlusion alarm error code not reported. Patient reports both pumps were alarming. I asked if she changed her tubing, mix, used both pumps, and she said yes. I said if both pumps are alarming and she did all that, it's most likely an occlusion in her central line and I advised pt to go to the hospital. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: (B)(6). Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes, upon patient return did we replace device? Yes, did the patient have a backup device they were able to switch to? Yes, see event if yes, was the patient able to successfully continue their infusion? No; is the infusion life-sustaining? Yes, what is the outcome of the event? Ongoing. Diagnosis for use: pulmonary arterial hypertension.